Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked keypad connector. The device was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 93 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the up button was stuck and when they tried to bolus the button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.